Manufacturer narrative:
Additional information was added to h3, h6, and h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Under water pressure test was performed, and no leak was observed. Functional testing was performed, and no abnormality was observed. The reported condition was not verified. The returned sample was determined to be a conforming product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to g1, h10: g1: the device was manufactured at one of the following facilities: baxter healthcare - singapore 2 woodlands industrial park d singapore 738750 singapore. Baxter healthcare - tunisia route de chebbaou 2021oued e tunis tunisia. H10: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter first name: e1: initial reporter last name: e1: initial reporter facility name: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the heater line of the homechoice cassette and heater bag which resulted in a leak. The event was further described as ¿the connection between the cassette and the dialysate does not lock until the end and wobbles around." This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.